Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and was taken to emergency room. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. Customer stated that when they got low reservoir alert they noticed that the pump was no longer delivering insulin. The device will not be returned for analysis.